Manufacturer narrative:
Additional event details d4: updated exp. Date and lot: updated device mfg date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw in a removal for a cervical spondylotic myelopathy. It was reported that one of the two screws set on the plate set at c5 was backed out by about 2/3. Implant placement was on (B)(6) 2021. Screw backout was revealed when performing cleaning and implant removal due to surgical wound infection on (B)(6) 2021. The reported screw was not replaced with an other screw during removal. The event was associated with a patient. This procedure was not a revision surgery, there was no delay in overall procedure time, there was no in-patient hospitalization or prolongation of existing hospitalization necessary, and there was no treatment or additional surgery performed as a result of this event. The open vertebral arch was resected because the bone was not fused. No further complications were reported/ anticipated.

Manufacturer narrative:
Product code was unavailable; however, product code of a similar device catalog #853-465, 510k #k050082 and UDI #(B)(4) (marketed in the united states) was used. This part is not approved for use in the united states; however, a similar device catalog #853-465, 510k #k050082 and UDI #(B)(4) is marketed in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a screw in a removal for a cervical spondylotic myelopathy. It was reported that one of the two screws set on the plate set at c5 was backed out by about 2/3. Implant placement was on (B)(6) 2021. Screw backout was revealed when performing cleaning and implant removal due to surgical wound infection on (B)(6) 2021. The event was associated with a patient. This procedure was not a revision surgery, there was no delay in overall procedure time, there was no in-patient hospitalization or prolongation of existing hospitalization necessary, and there was no treatment or additional surgery performed as a result of this event. The open vertebral arch was resected because the bone was not fused. No further complications were reported/ anticipated.